Event description:
A report was received that the patient underwent an ipg revision due to pain at the pocket site.

Event description:
A report was received that the patient underwent an ipg revision due to pain at the pocket site.